Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6).

Event description:
It was reported that the deep brain stimulation (dbs) implantable pulse generator (ipg) received the elective replacement indicator message and had reached the end of life. After the ipg was replaced high impedance measurements were discovered on the lead. The physician assessed that the high impedance may have accelerated battery depletion. The lead remains implanted. The patient was doing well postoperatively. The explanted ipg was discarded at the medical facility and was not returned.